Event description:
It was reported the customer received a blank display. The customer stated the blank display occurred after they replaced their battery. Customer also reported seeing a black dot on their screen before it went blank. Troubleshooting did not find any damage to the customer's battery compartment. It was also found the customer's display did not return after troubleshooting occurred. Customer's blood glucose was 116 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. The insulin pump had minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).